Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The unexpected restart alarm could not be verified due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported that the insulin pump had unresponsive buttons and it alarmed unexpected restart when inserting the battery. It was stated that the alarm could not be cleared. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.